Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 100a vent-inop: data acquisition pcba adc reference failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of the latest version of the service manual. The rse requested the biomedical engineer to provide a copy of the drpta (diagnostic report) log for review. The rse provided additional troubleshooting steps for possible part replacements.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and 2nd generation da to mc (motor controller) pcba cable which resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.